Manufacturer narrative:
Drill was manufactured in 2007 and has been in use for four years without previous issues. Examination of the drill shows the drill head has broken off. The break is angular in nature and there are no material voids at the break. The drill head is bent and twisted. Cutting edges of drill head are also dull and dented. The chuck flats that interfaces with the drill chuck are damaged and appear to have slipped at one time during use. The shaft is bent. This condition is consistent with excessive torque being placed on the drill during use. This condition will also cause run out while drilling. Run out causes excess vibration when drilling and effects the circumference (roundness) of the drilled hole. This condition can also lead to breakage of the drill as excessive force is needed to over-come the run out. Conclusion: improper use. (B)(4)

Event description:
During labral repair, surgeon pulled drill out and noticed the drill tip was not connected to drill. Did not see the tip arthroscopically so closed case. On (B)(6)-2011 took CT scan and saw tip, and it looked like tip was sticking out toward scapula, so they open up (doing another procedure) and were able to retrieve tip.